Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This report is being submitted as an initial final report. Investigation is complete. Reported issue: the issue with the unit was not given. Device evaluations results/investigation findings: there was damage to the power cord as the electrical conductor was exposed. Replaced power cord. Probable cause/root cause: damage to the power cord can occur by the cord/plug mold being run over by wheeled equipment or by the cord being pulled from the wall outlet inadvertently. In some cases, damage to the wire coverings and insulation may expose the wires of the cord when excessive force is applied in a clinical setting. Under normal conditions, the power cord and plug mold are not likely to become damaged. For vp500dm: the average age of the power cord during replacement is 2.5 years. The failure rate for the power cord is (B)(4) percent. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
At evaluation investigation of the device it was found that there was damage to the power cord as the electrical conductor was exposed. No adverse events were reported as a result of this malfunction.